Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was seen in the emergency room and was symptomatic because the patient does not have atrial kick due to device going eri (elective replacement indicator) earlier in july. The status of the device is not known. No further patient complications were reported as a result of this event.